Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 697 mg/dl at the time of the incident and the current blood glucose of the customer was 328 mg/dl and took 8u manual injection. Customer was hospitalized due to diabetic ketoacidosis. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip, insulin pump and manual injection. Customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. Customer declined to perform the high pressure test. Customer was assisted for troubleshooting. The insulin pump will not be returned for analysis.